Event description:
Complainant alleged that during a routine shift check by a clinician, the device's defib output was out of specification with 100 joules selected. The energy output was 20 joules. Complainant indicated that there was no patient involvement in the reported malfunction.